Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the spouse of a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient started having random electrical shocks in their neck and head. They experienced one particular episode when they were driving; it felt like a "lightning strike" and almost caused a car accident. Additional information received from the patient. It was reported that about a month or 2 months ago, the patient was driving and all of a sudden they received an excruciatingly strong shock from their neck down to their genitals. They turned off stimulation quickly. The patient had been afraid to use the therapy. There had been no falls/trauma. The patient had not charged the ins since that time. It was reviewed that the patient would have to charge the ins in order to decrease the stimulation prior to turning stimulation on. The patient was to charge the ins and would call back if they needed further assistance. The patient mentioned that since implant they received random shocks. Their managing physician was aware of the issue.